Event description:
It was reported that a peritoneal dialysis (pd) transfer set had a connection issue with the minicap; further described as ¿the caps unscrewed loose and almost fell off in the middle of the night¿; however, "none of the caps completely fell off'. This occurred during use of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date in november 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.